Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, high pacing thresholds were exhibited and repositioning was attempted. It was then the helix failed to function as intended and resulted in the lead being removed from the implant procedure. The physician reported having to rotate the entire lead body so as to remove the product, as the helix was no longer functional. While no adverse patient effects were reported, the physician commented that this difficulty could result in vessel perforation. Another lead of same model type was implanted and the procedure competed. The attempted implant lead is expected to be returned for analysis.